Event description:
The pt was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specs at the time of release. The pt stated the pump's battery cap was visibly damaged and could not be properly attached, resulting in intermittent loss of power. The pump user guide instructs that the battery cap be replaced a minimum of once a year. There is no evidence that the cap was replaced by the user.